Manufacturer narrative:
Findings: unit received with frozen display and constant tone alarm due to faulty x-1 on mother board. Unable to verify unresponsive buttons due to frozen display. The keypad traces and keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer was unable to clear the alarm with esc and act. The customer stated that the keys are not responding. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that key is not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.